Manufacturer narrative:
Blocks a2, b2, b3, b5, h6: patient codes and h6: impact codes have been updated based on the additional information received on november 15, 2022. Correction to block g2. Company representative removed from block g2 as this event was reported by the patient's legal representation. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The mesh was implanted at (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of mesh erosion through vaginal epithelium. Imdrf impact code f1905 captures the reportable event of partial excision of the mesh.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a posterior elevate mesh insertion and insertion of suburethral sling procedure performed on (B)(6) 2013 for the treatment of gsi (genuine stress incontinence). On (B)(6) 2017, the patient underwent partial excision of transobturator tape and cystoscopy. The transobturator mesh was palpable at proximal urethra and was very close to epithelium during her examination under anesthesia. There was small erosion through the vaginal epithelium for which the mesh was divided in midline and was dissected laterally behind pubic ramus bilaterally.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2013 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo syste, was implanted into the patient on (B)(6) 2013. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.